Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) triggered due to high rate non-sustained episodes and sensing integrity counter (sic). The electrograms showed rv lead noise. The lead was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right ventricular (rv) lead thresholds were elevated and the lead had high impedance. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.